Event description:
Adverse event(s) "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch not responding" (device inoperable). A customer reported the footswitch would not respond when the pedal was being pressed down. The footswitch was switched out and the case was completed. A 5 minute delay occurred. There was no patient impact reported.

Manufacturer narrative:
The facility called in to technical services and a foot pedal and cable were ordered. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).